Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were encountering a c-34 error on the erbe integrated electrosurgical generator unit (iesu). Prior to the call, the customer had already rebooted the iesu and checked the cables and instruments, but the issue persisted. The tse reviewed the logs and confirmed the error. The tse informed the customer that the system could not be used as it was, but the surgery could continue if they had a forcetriad generator available. After a follow-up call, the customer stated that they did not have the appropriate neutral pad for the forcetriad, but would complete the surgery as it is. A field service order (fso) was dispatched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was completed with the external forcetriad.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.